Event description:
Reportedly, the resume insulin alarm occurred. The customer acknowledged that they forgot to resume insulin delivery when they should have. Reportedly, the customer went to the emergency room and was subsequently hospitalized due to an elevated blood glucose (bg) level and a high ketone level identified as dangerous by healthcare provider. Specific bg value was not provided. Bg was treated with intravenous fluids of saline and insulin which reportedly resolved the issue. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the hospital. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.